Manufacturer narrative:
No unexpected button error alarms were noted. All buttons functioned properly, however, moisture damage was noted on the keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump received a button error alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.